Event description:
Customer alleged missing segments in the display on the advantage meter. No serious adverse event was reported in relation to the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.